Event description:
The customer reported that she was hospitalized due to high blood glucose levels and high blood pressure. The reported blood glucose reading was 725 mg/dl. The customer had been experiencing high blood glucose levels for the past two weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.